Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. It was not clear if the customer's blood glucose level was adversely impacted. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and call back if any issues return. The customer declined further assistance while reloading the cartridge to resume insulin.